Manufacturer narrative:
The insulin pump alarmed during self-test and was unable to communicate with the test blood glucose meter due to a faulty electrical component on the radio frequency board. The insulin pump had normal operating currents and passed a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed radio frequency. The customer's blood glucose reading was 140 mg/dl at the time of incident. Troubleshooting found that the alarm occurred after the customer performed the self test twice. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.